Event description:
The customer reported an intermittent battery power connection issue. There was no negative impact to the pt.

Manufacturer narrative:
(B)(4). The customer reported an intermittent battery power connection issue. There was no negative impact to the pt. A third party field service engineer evaluated the device. The reported failure could not be recreated. The field service engineer recommended to the customer to replace the battery. The device passed all testing and remains at the customer site.